Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Stopped functioning after implantation.

Manufacturer narrative:
Upon completion of the investigation, it was noted that it was not possible to investigate the complaint as no samples were returned. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot numbers were unknown. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not available.